Event description:
It was reported to medtronic minimed that the customer experienced failed sensor, no communication between pump and transmitter and only seeing 2 pins inside the transmitter. The customer reported blood glucose value of 41 mg/dl. The customer reported hypoglycemia, loss of consciousness treated with discontinued use of insulin delivery system, IV insulin drip (intravenous insulin infusion), and ems/ambulance/ER visit. The troubleshooting was identified. The event involved product(s) mmt-332a, mmt-332a, mmt-242a, mmt-7020mla, mmt-7841zn, mmt-1884. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7020mla. Mmt-7841zn was requested and the customer response was the device will be returned. No product return is required for mmt-1884.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received and placed unit under microscope and found physical damage to cow catcher / connector pins. Unable to perform functional tests due to physical damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.